Manufacturer narrative:
Images, device history review, complaint history review, risk assessment; the customer reported event was confirmed via images provided by the reporter. The device was not returned as it was disposed at the hospital. Material analysis was performed for a similar devices with the same failure mode and concluded that the likely cause of fracture is the teeth and the pin binding up in the disk space and a cantilever force being applied to the cage causing the fracture. No material or manufacturing defects were found. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No similar complaints for this lot were identified. The probable root cause cannot be determined conclusively as the reported device was not returned for evaluation. Potential root causes: excessive impaction force applied to the cage during insertion.

Event description:
The customer reported that when inserting the cervical cage, the prosthesis broke into 3 pieces. All parts were removed and another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
The customer reported that when inserting the cervical cage, the prosthesis broke into 3 pieces. All parts were removed and another device was used to complete the case. There were no adverse consequences to the patient.